Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that aspiration force was weak while performing ultrasound during a cataract procedure. The tip was replaced and the situation was the same, but the procedure was completed without replacing any other products. There was no patient harm.

Manufacturer narrative:
The lot complaint history was reviewed, this is the second complaint for the finish goods lot; however, the first for this issue for this lot. The device history record shows the product was released per specifications. The returned sample was visually inspected and no obvious defects were observed. The cassette was then tested on a calibrated console, the sample generated system message (sm) 3202 indicating a pressure/vacuum test failure prior to priming the cassette. The cassette was then submerged and leakage was observed between specific to a single location between the pinch plate and the body at the aspiration port. The observed defect likely occurred during the hot plate weld between the pinch plate and body. A review of the current quality in-process checks during hotplate welding demonstrated there are multiple quality checks during the hot plate welding process to include start-up verification of the hot plate melt and dimensional verification of the pinch plate and body sub-assembly components. The root cause of the customer's complaint is related to an error during the hot plate welding process. Leakage occurred at a single location in the aspiration region of the hot plate weld which likely caused or contributed to the event. A review of the report indicates the customer completed surgery with the cassette. No action will be pursued at this time. This complaint has been reviewed and analysis of complaints of this nature confirm no unfavorable trend for this reported event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).